Manufacturer narrative:
This is one of nine manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-04240, 2015691-2019-04241, 2015691-2019-04242, 2015691-2019-04243, 2015691-2019-04245, 2015691-2019-04246, 2015691-2019-04247, 2015691-2019-04248 and 2015691-2019-04249.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of nine manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period started january 2008 and went through the follow up period (unknown time frame). For this reason, the first day of the reported study period (01-jan 2008) was used as the occurrence date. Reference article: fusari, melissa, et al. "Transcatheter vs. Surgical aortic valve replacement: a retrospective analysis assessing clinical effectiveness and safety." Journal of cardiovascular medicine 13.4 (2012): 229-241. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.   Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  A very common failure mode is tissue calcification.  The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the article reports two patients developed structural valve deterioration and four had non structural valve deterioration within one year follow-up. Details were not provided. The cause of the events are unknown; however, may be related to the patient¿s co-morbidities and/or pre-existing valvular disease process.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by an edwards lifesciences affiliate in italy, through the review of the medical article ¿transcatheter vs. Surgical aortic valve replacement: a retrospective analysis assessing clinical effectiveness and safety¿ regarding a group of patients who underwent tavi by tf or ta approach with an edwards sapien valve, the following outcomes were observed: two patients developed structural valve deterioration and four had non-structural valve deterioration within one year follow-up.